Event description:
The pt experienced a shocking/jolting sensation at the neurostimulator site about 5 days ago while sitting on the couch. It was noted that movement and palpation did cause changes in stimulation. When the device was turned off the sensations were not reproduced. When the stimulation was turned on, the pt felt a tingling sensation. Additional info was requested.

Manufacturer narrative:
(B)(4).